Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the source of the electromagnetic interference (emi) was the patient using an electric blanket. The pat ient was information about emi and was advised to avoid use of the blanket. It was also noted that the patient had experienced diaphragmatic stimulation from the left ventricular (lv) lead so programming options were limited. It was also noted that the lv lead thr esholds were variable at times. No intervention was performed and the lv lead will be monitored.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature that automatically monitors atrial pacing thresholds at period intervals (acm), aborted due to current electrograms (egm) showed non physiologic noise that is consistent with electromagnetic interference (emi). Acm is aborting due to what appears to be short atrio-ventricular (sav) intervals when the patient is atrial sensed. The sav is programmed to 80 milliseconds and is most likely the cause of acm aborting. Additionally, it was reported that the crt-d device interrogation report displayed question marks instead of a threshold value when the device feature that automatically monitors pacing thresholds at period intervals is off or in the monitor mode. The crt-d remains in use. It was also reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d implanted: (B)(6) 2022; 4592-45 lead implanted: (B)(6) 2006 .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.